Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy due to lead noise. The device was reprogrammed. The patient condition was well.